Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It is reported that a customer's insulin pump stopped working. The customer's blood glucose level was not recorded. The customer's pump is stuck in rewind and they do not have time to trouble shoot because they are stuck in the middle of two flights. The customer gave the wrong suit number for the address to revive a replacement so they called back to correct it. A replacement pump was sent out. No further assistance needed.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.